Manufacturer narrative:
Date sent: 06/07/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a cholecystectomy the clip protruded when grasped firing lever. Another device was used to complete the case. There was no adverse consequence to the patient. Device will not be returned.